Event description:
It was reported that removal difficulty occurred. The patient underwent percutaneous coronary intervention (pci). A 5.00 x 12mm synergy megatron drug-eluting stent (des) was successfully implanted. During withdrawal, the balloon could not be removed through the catheter. The physician removed the catheter with the balloon still attached. The procedure was completed, and there were no patient complications reported.